Manufacturer narrative:
Device manufactured between june 06, 2019 to june 07, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two 3000 ml exactamix eva (ethyl vinyl acetate) bags leaked from an unspecified location. The leak was discovered before patient use. There was no patient involvement. No additional information is available.